Event description:
During knee surgery apparently a foreign object some how was left in patient. Discovery occurring when a follow up visit revealed foreign object through a post op x-ray, the report was made 4/6/92 when surgery was performed again (4/6/92). A piece of shaver was removed and saved. It was compared w/ another shaver since the original shaver was disposed ofdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: other. Results of evaluation: manufacturing. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.